Event description:
Information received indicates the right siderail is not latching in the upright position.

Manufacturer narrative:
The technician found the latch plate, roller guide, latch bushing and shoulder bolt missing from the siderail. The technician replaced the parts to repair the stretcher.